Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to a scheduled generator change, symptomatic to right ventricular pacing. Prior to the procedure, the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.